Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart mrx monitor/defib indicating that the device was unable to pass self check.